Manufacturer narrative:
Sample from the patient was submitted for investigation and a streptavidin interfering factor was detected. Product labeling documents this interference.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient sample from cobas e601 serial number (B)(4). The results from the cobas e601 were reported outside the laboratory. The doctor did not believe the results since they did not fit the clinical picture for the patient. "Scintigraphical and radiologic investigation revealed normal/non-pathological results." The sample was then repeated on a vitros analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatchs with patient identifier (B)(6)for additional assays. The patient was not adversely affected.